Manufacturer narrative:
Follow-up # 1 date of submission 01/02/2014-device evaluation: the pump has been returned and evaluated by product analysis on 12/20/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the complaint, the battery compartment was observed to be cracked.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. Reportedly, display screen had gotten dimmer gradually. Patient reported that the display issue was not resolved by battery change. Patient denied trauma or moisture exposure to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.